Event description:
It was reported that a malfunction alarm with code malf 12 occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted in resetting the pump, which resolved the issue, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction code appeared again and agreed to these instructions.